Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the notch that holds the clip into place. The customer had low blood glucose level of 31mg/dl. The customer treated with food. The customer states the sensor reading had been 89mg/dl, and the threshold suspend had gone off. Troubleshoot as conducted. The customer was advised the clip would be replaced. The customer was advised to monitor the device.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The test transmitter and blood glucose meter tests communicated properly with the pump. The pump was received with a cracked display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.